Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31279. It was reported the patient presented to the ER on (B)(6) 2020 due to experiencing new pain/ weakness in the left arm and leg following a scs trial procedure. The patient's bloodwork did not reveal any infection. However, the trial leads were removed the following day. Additional information revealed the patient is feeling better. Reportedly, the patient will not be moving forward with a permanent scs system at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.